Event description:
This rv lead was implanted on (B)(6) 2007. The pace/sense portion was capped on (B)(6) 2011 for an unknown reason. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).